Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was hospitalized due to high blood glucose over 600mg/dl, 400mg/dl and diabetic ketoacidosis on (B)(6) 2018. Customer¿s blood glucose at time of incident was 258mg/dl and current blood glucose was 175mg/dl. Customer had symptom like vomiting. Customer was treated with insulin drip. Customer alleged for under delivery. Customer states that drip support cap was normal. Customer states that when infusion set was removed from the body, sites started bleeding. High pressure test was passed. Customer was wearing insulin pump at time of hospitalization. Insulin pump will not be return for analysis.